Event description:
Boston scientific received information that during the subclavian implant of this right atrial, pace/sense lead (and competitor device), high, out-of-range pacing impedance and pacing inhibition were observed. The lead was explanted and successfully replaced with a similar lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this lead was thoroughly inspected and analyzed. External visual inspection noted a slight kink in the lead approximately 10 millimeters from the electrode end. Resistance test results indicated a fracture of the lead conductor. Microscopic visual inspection completed with a scanning electron microscope identified a fracture of the cathode coil located between the anode ring and electrode tip unit, approximately 10 millimeters from the electrode end of the lead. Detailed analysis determined the break in the lead was a ductile fracture as a result of a torsional (i.e., twisting) overload in that area. This fracture was the cause of the observed high, out-of-range impedance measurements and lack of pacing.

Event description:
--

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.